Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers failed. The field service engineer (fse) replaced the latch on drawer 2 and successfully removed stuck medications from auxiliary 2.1 and main 3.1. The customer was able to recover all items without issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had multiple drawers, device not detected on bus. The customer reported there was a delay in patientcare and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 tab: initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had multiple drawers, device not detected on bus. The customer reported there was a delay in patientcare and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.